Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a lesion located in the proximal left anterior descending (lad) artery. The target lesion was reported to be mildly tortuous, mildly calcified with 90% stenosis. No other abnormalities were reported in relation to anatomy. No damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues noted when removing the device from the hoop/tray. The device was inspected, with no issues found. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent, resistance was not encountered when advancing the device and no excessive force was used during delivery. It was reported that stent thrombosis occurred 0-24 hours post implantation of the resolute onyx stent. The patient complained of continued chest pain after implantation in lad while physician was performing angiography on right. The physician actually had begun his vascular closure to end the case when it was apparent there was a problem and went back in to look at the implanted stent. The ivus showed the stent was fully explanted. Ivus did determine post thrombosis that significant more disease distal to the deployed onyx which was not initially noted on angiography and these were then treated with 2 additional non mdt stents and the patient given integrelin the thrombus occurred within the implanted resolute onyx stent. Vessel occlusion occurred due to the thrombus. The resolute onyx stent was not explanted. The patient was not on dapt at the time of the event. The patient suffered from a confirmed stemi. Patient is currently fine.